Event description:
Procedure: lobectomy. According to the reporter: when the instrument was fired over bronchus, the handle cracked at the first squeeze. It stopped firing and unable to retract the return knob. So the surgeon tried to keep firing all the way and fired completely. The staple line was oversewn with sutures in order to ensure complete closure of the bronchus. Part of the bronchus was torn and there was "oozing." It took a half hour to fix the problem. The patient is ok. The surgeon stated that the bronchus appeared to be normal.

Manufacturer narrative:
Date initial report sent: 11/30/2007.